Event description:
"S/p b subgland, periareolar (sup with lift) 220cc dc gels augment. Pt states l has been getting firmer x yrs and had closed capsulotomies shortly after sx x 2 (one a yr later). In 1983 found a r voq mass which was bx'd and r implant was found to be leaking - replaced in 1989 with surgitek 220cc gel with kenalog - despite this contracture reoccurred. Pt does not note decreased size. C/o progressive systemic probs, including arthralgias, myalgias, spasms, fatigue, hot flashes, ha's, visual probs, dizzy spells, memory loss, dry mucus membranes, photosensitive, rash, sens to sun and chemicals, epigastric pain with n, htn, wgt gain, unexplained hematuria and cbp. Pt c/o recent softness r breast.